Manufacturer narrative:
(B)(4). Batch # n91942. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and resulted in "reactivate" alert screen displayed by the generator. No communication issues were noted at any time as reported. The instrument was disassembled to perform an internal electrical test that revealed a hand activation to ground short circuit condition at the cable level, affecting the functionality of the handpiece. In addition the moisture indicator was positive. It is probable that the ingress of moisture affected handpiece functionality. No conclusion could be reached as to what caused this issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that the cable is not able to connect the focus+ shear to the generator. The hpblue was tested with a jnj representative with a demo model of a focus+ shears. No connection was succeed.